Event description:
Complainant alleged that while treating a pt the device delivered energy at 120 joules and 150 joules. On an attempt to deliver energy at 200 joules, the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.